Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated that drive support cap was intact. Customer stated that insulin pump was not drop. Customer stated that the blood glucose was high and corrected with manual injection. The insulin pump will not be returned for analysis.